Event description:
The handpiece would not attach to the cord of the harmonic machine. Multiple people tried several times to put it together. New cord and machine were tried. Finally a new handpiece was opened and used without incident.